Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation, a group of separations were noted on the shorter exhaust tube, the strain relief of the inlet tube, and the body of the pump. It was inconclusive whether these were sites of leakage, as the leakage pressure test was unable to be performed due to foreign material obstruction in both exhaust tubes and the inlet tube. The separations have smooth, straight edge, indicating contact with sharp instrumentation. Abrasion was noted on the exhaust tube of cylinder 2 near the strain relief. No functional abnormalities were noted with cylinder 1 or cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is not a site of leakage. A separation was noted on the lockout reservoir valve. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was exerted on the lockout valve to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to fluid loss. No other adverse patient effects were reported.